Manufacturer narrative:
Name: medtronic minimed. Country: united states of america. Address ¿ line 1: 18000 devonshire street. City: northridge. State: california. Zip code: 91325 ¿ 1219. This complaint has been evaluated and reviewed as a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
Patient had high blood glucose levels and was treated via insulin pump on (B)(6) 2026. No further information available.